Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress into the modular cable controller connector could not be confirmed through this investigation as no photographs were submitted and the device remains in use. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas) support, with no further issues reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate lvas patient handbook, rev. D, are currently available. The IFU instructs the user to never submerge the driveline, modular connector, system controller, or any external system components in water or liquid. Submersion in water or liquid may cause the left ventricular assist device to stop. The patient handbook instructs the user to ¿never put the driveline, system controller, or any external equipment (such as the mobile power unit, batteries, power cables, or battery clips) into water or liquid. Immersion in water or liquid may cause the pump to stop.¿ the patient handbook also warns "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." The patient handbook also contains a section on handling emergencies. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The relevant sections of the device history records for modular cable, lot number 204043, was reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR #2916596-2023-08461. It was reported that the patient went to the clinic and the lcd screen on the controller was cracked. The display was dim and the green pump running symbol was dim and barely illuminated. The decision was made to exchange the controller. While removing the driveline from the controller, a small amount of green substance was noted coming from the driveline insertion port. There were no issues with the controller exchange. The patient was instructed to call the clinic if they had any more alarms. The vad coordinator opened the back panel on the controller and noted a green substance all along the emergency backup battery (ebb) ribbon cable and the ebb.